Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1420301) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
The following information was reported by the aci sales representative: as balloon was pulled back to inside of the artery it ruptured. I was told there was no sign of calcium during the femoral angiogram. Device removed and pressure held for 15 minutes with no problems. The patient was not hospitalized. Procedure type: coronary. Stick location: right groin. Vessel size: 6mm.